Manufacturer narrative:
Describe event or problem - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 30jan2017 in describe event or problem. No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting.

Event description:
(B)(4). This spontaneous device case, reported by a consumer who contacted the company with a product complaint, concerns an anonymous patient (age, ethnicity, and gender not provided). Medical history and concomitant medications were not provided. The patient began using an unspecified medication is a humapen luxura burgundy on an unspecified date. On 25nov2016, it was reported that when the units are being set the display was between two units and wobbly ((B)(4)/ lot 1210b03). The patient was unsure if the correct dose was being expelled. Treatment measures and outcome of the incorrect dose being expelled were not provided. The status of the humapen luxura was not provided. The patient was the user of the device. Training status, general device duration of use, and suspect device duration of use were not provided. The device was not returned. Update 30jan2017: additional information received on 27jan2017 from the global product complaint database added the device was not returned; updated the malfunction field from yes/cirm to unknown which downgraded this report to non serious; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous device case, reported by a consumer who contacted the company with a product complaint, concerns an anonymous patient (age, ethnicity, and gender not provided). Medical history and concomitant medications were not provided. The patient began using an unspecified medication is a humapen luxura burgundy on an unspecified date. On 25nov2016, it was reported that when the units are being set the display was between two units and wobbly ((B)(4)/ lot 1210b03). The patient was unsure if the correct dose was being expelled. Treatment measures and outcome of the incorrect dose being expelled were not provided. The status of the humapen luxura was not provided. The patient was the user of the device. Training status, general device duration of use, suspect device duration of use, and status of the device were not provided.